Event description:
The jejunal tube perforated the intestinal tract. The indwell time was 14 days. Ten days after placement, the pt developed a fever. On march 23, a CT scan showed that the pt had water in the abdomen. When drainage was performed on the pt, the water was found to be intestinal fluids. The doctor determined then that the pt had developed peritonitis. On march 26, an abdominal operation was performed. When the catheter was removed, inflammatory white moss was adhered to the distal end, which led to the doctor's determination that it had been in the abdominal cavity. During examination, the doctor found a perforated hole approx 7 mm in length located at the small intestine side 40 cm from the treitz ligament.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. The chr review is not possible, as no manufacturing lot number has been provided by the complainant.